Event description:
It was reported that the customer experienced high and low blood glucose levels. The customer's parents felt that the insulin pump was not delivering insulin accurately. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.